Event description:
It was reported that during a knee procedure using a super turbovac 90 icw wand, the tip of the wand detached while inside the surgical site. The surgeon was unable to locate and retrieve the detached tip, therefore it was abandoned in the patient. The procedure was otherwise successfully completed using a backup device. There were no significant delays or patient complications reported as a result of this procedure.

Manufacturer narrative:
Visual inspection and functional testing was not possible as the device in question was not returned for evaluation. Thus, the customer's complaint could not be verified, nor could a root cause be determined with confidence. There was no information provided indicating the use of a cannula during the procedure; however, inappropriate use of a cannula could cause dissociation of the electrode tip. Other factors which could result in electrode tip dissociation include use of the device to displace soft tissue or aggressive use against a hard or boney object. IFU contains warning and precautionary measures to adhere to such as: do not use the wand as a lever to enlarge surgical site or gain access to tissue. Do not contact metal objects while activating the wand. Damage to the tip may result. This wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force, which may result in bent or detached electrodes.